Event description:
Related manufacturer reference number: 2017865-2025-27799. It was reported that the patient presented for a follow-up in clinic. It was noted that the right ventricular lead and right atrial lead exhibited high capture threshold and low pacing impedance. Both leads were explanted and replaced. The patient was stable.